Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose level was 178 mg/dl. The customer confirmed that an alternate method of insulin delivery was available.